Manufacturer narrative:
Continued section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii (with pain and deformity in the breast) and "irregular, defined, lobulated contours" noted on the ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ device wrinkling: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced.